Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation found the primary finding of grip cable broken to be related to the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley on the distal end. The distal idler pulley at the proximal clevis spun freely and did not exhibit any damage. There was no damage found on the proximal clevis or cable hole. Other cables at the wrist were not damaged. The housing was removed from the back end, no damage was observed. Additional observations not reported by the customer: the instrument was found to have charring and localized melting on the yaw pulley at the distal end. The thermal damage measures .020" x .029" in length. The instrument was found to have damage to the conductor wires insulation. The insulation exhibited signs of degradation. No thermal damage was found on the conductor wire insulation. The insulation was not broken, and no conductor wires were exposed. No pieces were missing. An electrical continuity test was performed, and the instrument passed.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple surgical procedure, the maryland bipolar forceps (mbf) instrument would not hold the needle. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.